Event description:
It was reported that the balloon of the over-the-wire embolectomy catheter was not able to deflate during the thrombectomy. There were no issues with the balloon during the pre-use check. The operation completed successfully using a replacement. No injury was reported to the patient.

Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The proximal ligature slipped during use which caused the balloon to move past the skive holes and prevented deflation. The ligature likely failed due to the force used to pull the catheter during the procedure. Further observation also show the lumen bent. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.